Manufacturer narrative:
The technician replaced the head hydraulic cylinder assembly to repair the stretcher.

Event description:
Information received indicates the head hydraulic cylinder assembly would drift down after sitting for two days.